Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# l58360, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen 2000 mcg/ml (unknown dose) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6)2016. It was reported the patient presented to the hcp on (B)(6) 2016 with redness and taut skin to the superior edge of the pump at the pocket site. The patient followed up with the neurosurgeon. The pocket incision was eroding and the pump was coming out. There were no environmental/external/patient factors that may have led or contributed to the issue. No testing was completed. The pump was explanted on (B)(6) 2016 due to suspected infection. The pump was discarded. No organism growth was reported. The catheter was explanted on (B)(6) 2016 and was discarded. It was also reported the catheter remained in place. It was unclear if the catheter was explanted. The plan was to replace the pump on (B)(6) 2016. The patient had been hospitalized since the explant surgery and remained on intravenous antibiotics and oral baclofen 20 mg, four times per day. The patient was doing well and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.